Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. The field suspected oversensing of sense b noise contributing to the delivery of inappropriate therapy. The s-ICD has been reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. The field suspected oversensing of sense b noise contributing to the delivery of inappropriate therapy. The s-ICD has been reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.